Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a shaft break occurred. The 90% stenotic lesion was located in the calcified mid-right coronary artery (rca). The guidewire successfully crossed the lesion; however, the quantum maverick monorail balloon catheter was unable to cross the lesion. Subsequently, a shaft kink was noted. Upon removal, the physician attempted to repair the shaft outside of the body and the shaft broke. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."